Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise in the right ventricular channel. No further information was available.

Event description:
New information received on (B)(4) 2019 indicates that programming changes were suggested but have not yet been made.